Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue by connecting the bipolar and monopolar instruments. The bipolar connector has a bad connection. The instrument was not recognized d each time it was inserted. The fse replaced the erbe generator to resolve the issue. System tested and verified as ready for use. A return material authorization (RMA) was issued to have the erbe returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the bipolar instrument was not working. Before calling in, the customer had already replaced the instrument, energy cable and restarted the erbe generator without improvements. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer to check the display from the erbe for any errors, but all instruments were recognized. The tse requested to replace the energy cable again for a factory new one. The customer explained that that was already done but would do it again. This gave no improvement. The tse requested to restart the erbe with power removal, but that gave no improvements. The tse requested to restart the system but that was not possible at the time of the call. The customer would restart after surgery to see if that cleared the problem. The customer proceeded with the procedure. The tse checked the logs, and no indication were found. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system and the system initially powered on without errors. To resolve the reported issue/to continue the procedure, the site changed cable 2 times (brand new cables), changed instrument, turned device power on and off, took electricity cable out of power unit. In the end, the site worked with vessel sealer instead of bipolar, and the device was replaced by isi in the evening. The procedure continued without the use of bipolar energy. The response of the customer was not clear regarding if the procedure was completed robotically with same esu/generator or the generator was exchanged out during the case. The customer responded "yes".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The iesu was analyzed and was returned for failure analysis but the reported failure (instruments are not recognized) could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.